Event description:
It was reported that the procedure was to treat a de novo lesion in the mid circumflex (cx) with no calcification or tortuosity. A jl4 6f guide catheter and 190 cm guide wire were placed without issue. Pre-dilatation was performed with a 2.5 x 15 mm balloon, reducing the stenosis to less than 40%. The 2.5 x 18 mm device was advanced and placed in the lesion without resistance. During deployment of the implant, when increasing the pressure from 2 atmospheres (atm) to 4 atm, the delivery system balloon ruptured. Pressure was lost and there was blood visible in the inflation device. The patient showed angina symptoms and dyspnea, which was successfully treated by medication. As it was not possible to remove the delivery system from the guide wire it was decided to carefully remove the delivery system, with the implant still on it, the guide wire and the guide catheter as one unit. The patient was in stable condition again; therefore, a new jl4 6f guide catheter and a new 190 cm guide wire were placed. A non-abbott 2.75 x 18 mm stent was successfully deployed up to 9 atm for 12 seconds with a good final patient outcome. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion 190 cm; inflation: medtronic; guide cath: jl 4 6french. Evaluation summary: the complaint device was returned for analysis. The device was returned with the balloon separated at the proximal seal. The reported balloon rupture could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of angina, as listed in the instructions for use, is a known patient effect that may be associated with the use of a coronary devices in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.